Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2019, at the follow-up computed tomography examination, aneurysm enlargement was confirmed. The physician decided to monitor the patient. On (B)(6) 2022, a reintervention was performed for the treatment of the continued aneurysm enlargement. Two additional aortic extenders were implanted into the proximal side. The patient tolerated the procedure. The physician thought the device might have migrated distally and a proximal type I endoleak resulted due to proximal neck dilation.